Event description:
During the device evaluation, the gastrointestinal videoscope was observed to have a burn on its distal end cover, and foreign material on its nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the burn on the plastic distal end cover was likely due to the use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The identity of the foreign material in the nozzle, and the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.